Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an insulin flow block alarm. The customer¿s blood glucose level was 220 mg/dl. The customer states they have tried all remedies. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self-test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.